Event description:
It was reported that the procedure was to treat a lesion in the common femoral artery (sfa). The supera self-expanding stent system (sess) was advanced, however, the stent was noted to be wrinkled during the stent release and was removed. In the post-operative period the physician did not obtain a pulse, so he re-approached as the patient had an extensive lesion in the iliac, common femoral and superficial femoral. Femoral endarterectomy was performed in the external iliac region to remove the plates, requiring a patch of bovine pericardium. The patient was fine. There was no adverse patient sequelae and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
B3: date of event estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number were not provided. It is possible that interactions with the anatomy and/or other devices resulted in the reported activation failure and the reported material deformation; however, without any further case details this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.